Event description:
The pt was seen at the implant center (exact date not given) for device evaluation because pt was experiencing pain at the implant site. During the evaluation, it was discovered that the device had a high profile. The parents stated that the pt was performing well with the device prior to the event. Revision surgery was performed in 2001. After the implant was repositioned, it was tested and found to be functioning.